Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had leak. The customer¿s stated that they experienced that diabetic ketoacidosis as well as hyperglycemia. The customer blood glucose level was 22.2 mmol/l and 21.3 mmol/l. The customer was assisted with troubleshooting. The customer stated that detached tubing from reservoir. Customer states the leak occurred at the top of reservoir . Customer states the they unsure if leak was past 1st or 2nd o ring. Customer states there was not an air bubble in the reservoir. Customer stated that reservoir tubing was disconnected when patient was sleep. The device will not be returned for analysis.